Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the filter turned black after two days of use. There was no serious patient harm or injury reported. The device was returned to the manufacturer for evaluation and the customer's complaint could not be confirmed. The device was inspected and there was no visible contamination in the blower subassembly, flow sensor, tubing, or exhaust fan. The inlet air path assembly and removable air path foam were replaced per the remediation.